Event description:
Customer reported he experienced low and high blood glucose. Customer stated that his blood glucose value was 80 mg/dl, then 70 mg/dl; he was treating with candy and maple syrup but it went down to 30 mg/d. He went into a coma and had the paramedics treating him. At 4 in the afternoon his level was at 203 mg/dl; he had pasta for dinner and went up to 518 mg/dl. Customer stated that he had been using the insulin pump since 11 in the morning and has had trouble with it. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles but a lot of bubbles were found in the reservoir. No insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula is not bent or occluded. Last blood glucose reading was 215 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-92790 for the reservoir.